Event description:
It was reported that according to the patients wife, the patients implantable pulse generator (ipg) had malfunctioned. The patient experienced headaches, light sensitivity and reduced sensation in his right hand. In addition, he felt like the ipg was turned on at 100 percent 24-7, even though the device was turned off. It was also expressed that the device stimulated him for thirty-six hours with no control. She also reported that according to the neurosurgeon, the spinal cord stimulation lead was looped in front of the ipg causing contact and that the physician had to de-strangulate the device. The patient underwent an ipg replacement procedure and was doing good postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.